Manufacturer narrative:
Four 72213n-0006 samples were received in sealed packaging for investigation; three samples were received from lot 22099030 and one sample was received from lot 22099051. The feedback provided by the customer suggests the tubing was kinked below the drip chamber. A visual inspection of the returned samples confirmed the customer's experience, as one sample each from lots 22099030 and 22099051 were kinked at the drip chamber tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause could not be determined, however kinked tubing typically occurs as a result of inadequate coiling of the set prior to packaging and sterilisation; this is a manual process and it is likely to have occurred due to human error. A review of the production records for lots 22099030, 22099051 and 22099029 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that bd secondary infusion set was kinked the following information was received by the initial reporter with the following verbatim: had 4 incidents of chemo spill due to breakage of the secondary set. Please be informed that so far we had 4 incidents of chemo spill due to breakage of the secondary set. We have been using the same set for many years and never faced such issue. This can result in wastage of very expensive chemo medication and accidental exposure for end users. Accidental hd (chemo) exposure to end user during preparation in the pharmacy and administration. The users have reported a noticeable kink in the set between drip chamber and the tube, this is not affecting all the sets from the same lot#, there for several samples will be sent for evaluation.